Event description:
It was reported that the 9600 system had a 3 second delya for images to show after pressing the fluoro button during a case. The case was completed despite the incident. No patient injury was reported.